Event description:
A male had initial hip replacement in 2004. His surgeon indicated "he had increasing severe symptoms and possible radiographic evidence of loosening." "No other pathologic findings". The pt underwent "left hip revision with revision of acetabular component" in 2005.